Manufacturer narrative:
Device received with no button response due to j2 connector unlocked on lcd board. Unable to perform any test due to j2 connector unlocked.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose was unknown at the time of the incident. Customer's pump fell out of his locker and it made a loud sound when it hit the floor and when he got out of the shower he noticed the buttons are not working. Buttons are not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.